Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter act 5diff autoloader hematology analyzer. The initial hgb result was 8.4g/dl and plt result was 178x10 to the third power cells/ul. The results were reported out of the lab and physician requested a redraw. Redrawn sample gave hgb result of 13.3g/dl and plt result of 303x10 to the third power cells/ul. The results were considered correct. Based on available info, there was no death or injury as a result of this event.

Manufacturer narrative:
Qc is run once a day, and was run the day of the event with acceptable results. The instrument is currently performing within qc specifications. The specimen was collected via venipuncture and stored at room temp. The erroneous results were generated for a specific pt. A field svc engineer (fse) was dispatched to the customer's lab: the fse performed probe and traverse alignment verifications, inspected sample aspiration pathways and syringes with no evidence of leaks or restrictions. The fse ran reproducibility testing with good results and verified the instrument's performance. As of 05/12/08, there have been no further issues regarding erroneous results from this account. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).